Event description:
It was reported that the patient complained of intercostal muscles stimulation followed by chest pain. Lead perforation was noted. Patient was in good condition post explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and was within the product specifications.